Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with severely scratched lcd window. No unresponsive buttons noted. All buttons function properly; however unit had moisture damage keypad traces. The insulin pump had cracked reservoir tube lip, cracked reservoir tube, cracked case at display window corner, missing end cap sticker and peeling and damaged address label .

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.